Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with check iab catheter restriction alarm frequently. The patient was moving. The insertion site is femoral and there is no blood in the helium tubing. They are able to resume pumping each time. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.